Event description:
Upon inspection of the locked out reload, it was noticed there was no swing tab present.

Event description:
It was reported that (1) tcr55 was used during a hemicolectomy procedure. It was reported by the rep that the device was on third firing and the customer were instructed on the reloading process. Everything looked fine. The firing trigger was actuated and stopped. The cartridge had locked out. The surgeon had remove device and reload cartridge. Worked fine. Upon inspection, there was no swing tab present. Opened another device to complete the case. There was no consequence to the pt.